Event description:
Customer reported a damage to her insulin pump. She stated there were cracks on her reservoir, o-ring, and on top of her insulin pump. She also reported a no delivery alarm. The customer was advised a bent cannula or set/site occlusion may be the problem. Customer's blood glucose was 174 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test, and excessive no delivery alarm test. A broken reservoir tube lip was noted. No unexpected no delivery alarms were noted. The insulin pump had minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked reservoir tube lip, and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.